Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 . Complaint conclusion: as reported, a 6f-12f mynx control venous vascular closure device (vcd) failed and the sealant came out still attached to the delivery system when removing the device. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. The device was used in a pulsed field ablation (pfa) pulmonary vein isolation (pvi) procedure with an antegrade approach from the femoral vein. Ultrasound imaging was used for the femoral vein. A non-cordis 12f sheath was used with the device. The device was stored and prepped per the instructions for use (IFU). The physician was mynx certified and performed all deployment steps perfectly. The device storage temperature did not exceed 25 °c. The patient was not thin and did not have shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during device use. Two additional 6f-12f mynx control venous vcd¿s were used in the same vessel during this procedure but there were no reported issues with these two devices and the devices worked as intended. One non-sterile mynx control venous vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were fully depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, these were returned retracted as expected per the activation of the deployment mechanism condition. A non-cordis 12f catheter sheath introducer (csi) was returned inserted on the device. The balloon was retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. No deployment simulation could be performed as the unit was received in a fully deployed state. The reported event of ¿sealant-inaccurate placement-complete¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, access site/patient factors, and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Per the mynx control venous IFU, step 3: remove device states, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-12f mynx control venous vascular closure device (vcd) failed and the sealant came out still attached to the delivery system when removing the device. Hemostasis was achieved with manual compression for 20 minutes. There were no reported injuries to the patient. The device was used in a pulsed field ablation (pfa) pulmonary vein isolation (pvi) procedure with an antegrade approach from the femoral vein. Ultrasound imaging was used for the femoral vein. A non-cordis 12f sheath was used with the device. The device was stored and prepped per the instructions for use (IFU). The physician was mynx certified and performed all deployment steps perfectly. The device storage temperature did not exceed 25°c. The patient was not thin and did not have shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. No resistance was noted during device use. Two additional 6f-12f mynx control venous vcd¿s were used in the same vessel during this procedure but there were no reported issues with these two devices and the devices worked as intended. The initial mynx control venous vcd will be returned for evaluation.